Event description:
A (B)(6) female had a robotic assisted laparoscopic total abdominal hysterectomy and bilateral salpingo-oophorectomy with tvt secure mesh insertion on (B)(6) 2011. Surgery started at 8:43 and ended at 11:28. On (B)(6) 2013, the pt had an x-ray of the pelvis taken for other medical purposes and a zipper like foreign body projecting over the inferior pubic ramus on the left was seen. The surgeon for the procedure disclosed to the pt of a retained surgical object from the tvt secur mesh insertion; and scheduled the pt for a wide radical local excision of the left vulva and excision of sub-urethral mesh with removal of the retained surgical object on (B)(6) 2013. The risk manager was notified on (B)(6) 2013. Reason for use: stress urinary incontinence.